Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Doi: (B)(6) 2007; dor: none reported; (right hip). Update ad 03 jul 2018: (B)(4) has been re-opened under (B)(4) due to receipt of der. In addition to what were previously alleged, der reported that the patient was dealing with instability issues. Surgeon decided he was going to revise the femoral head and acetabular component but leave the femoral stem. He decided the patient would do best with implanting a competitor component with a dual mobility femoral head. This required our 28mm femoral ts ceramic head to be used with their acetabular components. Doi: (B)(6) 2007; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.